Manufacturer narrative:
(B)(4). Event date: on an unreported date in (B)(6) 2016, the patient was hospitalized for the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was hospitalized for the peritonitis and the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes not reported). At the time of this report, the patient remained hospitalized, the peritonitis was not resolved, the patient was not recovered from the event and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient experienced peritonitis on (B)(6) 2016 (previously reported as on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.